Event description:
It was reported that the spotlight curette broke when being used during an open lami/discectomy procedure. The sales representative was not present during the case and is unable to provide any additional information regarding the event. As it is possible that the distal tip portion of the curette broke during usage, this medwatch report is being filed to document the event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The spotlight 4mm down biting curette was not returned for evaluation. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis on the product family found no emerging trends. Without the return of the 4mm down biting curette we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. If the sample of concern from this complaint file becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.